Manufacturer narrative:
(B)(4).

Event description:
Consumer reports that the first time he used "this replacement head, the portion of the head with the bristles broke completely off from the rest of the replacement head...was not injured."